Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/constant mild pelvic pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, vaginal delivery ((B)(6) 2007, (B)(6) 2001), cyst and cyst removal in 2014. Previously administered products included for an unreported indication: morphine sulfate and patch for birth control from 2005 to 2006. Past adverse reactions to the above products included hypersensitivity with morphine sulfate. Concurrent conditions included body mass index normal, pap smear abnormal, non-smoker, alcohol withdrawal syndrome, retroverted uterus, fibroadenoma of breast, mood disorder and urinary tract infection. Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2016 and medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 2 months 31 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems (condition: ptsd)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (type: ibs and acid reflux)") and irritable bowel syndrome ("gastrointestinal or digestive system condition (type: ibs and acid reflux)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vaginal infection ("infection (vaginitis)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and mood swings ("mood swings"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the pelvic pain and genital haemorrhage had not resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, hormone level abnormal, vaginal infection, post-traumatic stress disorder, bladder disorder, urinary tract disorder, dyspareunia, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, alopecia, migraine, vaginal discharge, weight increased and mood swings outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, mood swings, pelvic pain, post-traumatic stress disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan - in (B)(6) 2008: total bilateral occlusion; in (B)(6) 2008: total bilateral occlusion on (B)(6) 2008, ultrasound breast revealed there was a 1.5cm solid mass in the right upper and outer quadrant, possibly of a fibroadenoma origin. A surgical consultation was recommended. On (B)(6) 2008, biopsy breast revealed fibro adenoma, chronic' mastitis, mild, mild fibrosis and no atypical hyperplasia or malignancy. On an unspecified date, ultrasound scan vagina revealed retroflexed uterus. There was increased vascularity noted within the adnexal areas. Most recent follow-up information incorporated above includes: on 25-apr-2018: pfs received: event added as mood swings. Hysterectomy (partial) was added for event pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.